Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator was alarming low peep but the actual peep was not below alarm set. The customer states the bias was set appropriately. The patient appeared to be breathing spontaneously on psv but when the ventilator was swapped out the patient was not triggering. The customer advised there was no patient harm associated with this event.